Event description:
Catheter was prepared for insertion into a 787gm, 5-day-old infant in the nicu. Catheter flushed and noted to be leaking. Concern expressed that had this not been noted and insertion had been completed, that it would have been a source of infection. Please note: catheter did not come into contact with blood or pt.